Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pwd experienced increasing frequency of line blocked alarms after approximately two months of use without prior issues. Over the past two weeks, the pwd reported multiple daily alarms, including several consecutive days, which were typically resolved by changing the infusion site and, if needed, the cassette and tubing. The pwd was using lyumjev insulin with no prior issues, denied use of scarred areas, confirmed site rotation (abdomen and thighs), and noted a lean body type. The pwd reported elevated glucose levels (up to 260 mg/dl) associated with the alarms but denied symptoms requiring emergency care. Troubleshooting confirmed no kinks in tubing and insulin flow was present when disconnected, suggesting tubing was not the issue. The pwd expressed concern regarding cannula length and requested guidance. The issue was escalated for further support; however, follow-up contact attempts were unsuccessful. The event occurred while in use with the patient. There was no patient injury.